Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a periprosthetic fracture following a total shoulder arthroplasty; the head and stem were removed. The surgeon replaced them with a revision long stem along with cerclage wire and a new humeral head.